Manufacturer narrative:
Evaluation of the treatment tip found glue separated on one corner of the tip, exposing an opening in the tip membrane. This opening can potentially cause coupling fluid to ingress into the back side of the tip providing a conductive path between the back side of the tip and a patient's skin. This conductive path can create conditions under which a burn can occur. According to thermage flx system user manual blisters are known possible adverse patient reactions to thermage flx treatment. The procedure produces heating in the upper layers of the skin and may cause burns and subsequent blister and scab formation. There is a small chance of scar formation. Application of topical steroidal or antibiotic preparations may be of benefit. In the rare instance of a burn that results in a scar, the scar will probably be very small and respond readily to removal with a laser device. A review of the manufacturing records showed all requirements were met. Datalogs confirmed the system and handpiece performed as expected. Based on the available information, the blister was most likely caused by missing or separated glue at the tip corner however, the cause of the separated glue was not established.

Manufacturer narrative:
The treatment tip was returned and evaluated. The evaluation was unable to verify any functional errors. The tip passed thermistor testing, but failed leak test and visual inspection. Lifted glue in one corner of the tip was observed, however no dielectric breakdown was observed. Due to the condition of the returned tip, functional testing was not possible. A review of the device history record is underway. Based on all available information, no causal factors can be determined and no conclusion can be drawn.

Manufacturer narrative:
Data log of the event was received and evaluated. Based on the evaluation of the data, the system and hand piece performed as expected. Cryogen appeared to be flowing during the treatment. Thermistor 3 and thermistor 4 were primarily reading high temperatures and the tip too warm errors were likely caused by treatment technique. The hand piece may have been in a position where cryogen was not flowing to thermistor 3 or thermistor 4 effectively. As the hand piece changed position, cryogen appeared to cool thermistors accordingly. The user will want to verify proper treatment technique, position and orientation. Treatment tip has been received by the evaluation facility but not yet processed or evaluated. A review of the device history record is underway. Based on all available information, no causal factors can be determined and no conclusion can be drawn.

Event description:
A physician reported that a patient experienced a burn after undergoing a thermage treatment to the face and neck. This was the first time the tip was used. The highest level of energy used was 5. During the treatment, a tip too warm message appeared. As the patient felt no pain, the treatment continued without any problems. Two days after treatment, the patient reported to the physician there was a blister on their cheek. The location of the burn is on the right nasolabial fold. Post event images of the patient were provided. Images were reviewed by medical reviewer, who noted blisters are visible on the nasolabial fold (one side) that are recovering in next picture, with erythema and inflammation still remaining. The patient did not require medical treatment and their current status was reported as burn evolution with unknown outcome.